Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). The device was returned for analysis. The reported shaft kink was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report the following information was provided: the xience prime 2.5 x 38 mm did not cross the lesion and during the attempt to cross the shaft kinked. After the device was removed from the patient and due to additional manipulation, the shaft fractured and separated in two pieces.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified lesion in the mid left anterior descending artery. The xience prime 2.5 x 38 mm did not cross the lesion and during the attempt to cross the shaft fractured [separated]. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.